Manufacturer narrative:
The reported event was confirmed, as a manufacturing-related. The evaluation found that the catheter had a deformed snip eye. This could have caused the non-deflation issue. The reported event was confirmed as a manufacturing-related due to the poor snipping process. A review of the manufacturing process indicates that the process was capable of producing this type of defect. Based on the sample returned, it was confirmed as a manufacturing related issue. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indication for use: drainage of urine. Directions for use: 1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital/nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the 10ml balloon with a maximum of 10ml sterile water by using a water- illed luer-tip syringe. Do not use a needle tip syringe to inflate balloon. 6. Connect catheter to collection container. 7. To deflate the 10ml balloon, gently reinsert the luer tip syringe into the valve and aspirate. Caution: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and /or lead to injury, illness or death of the patient. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 5ml balloon: use 5ml sterile water 10ml balloon: use 10ml sterile water 30ml balloon: use 35ml sterile water do not exceed recommended capacities. Caution: federal (u.s a.) Law restricts this device to sale by or on the order of a physician. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: do not aspirate urine through drainage funnel wall. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Do not use if package is damaged."

Event description:
It was reported that it was difficult to remove the catheter from the patient. The catheter was cut, but the balloon was still intact. The catheter still could not be removed from the patient. It was also reported that the patient expired, not due to the foley catheter. The catheter was removed after the patient expired. The cause of death was unknown. Per additional information received from the complainant on (B)(6) 2020 via email, the cause of death listed in the medical record was due to acute renal failure with hyperkalemia, a probable tumor lysis syndrome with packed liver (unable to obtain a tissue diagnosis, but likely adenocarcinoma versus lymphoma, transaminase elevation, persisting metabolic acidosis, continuous renal replacement therapy, ventricular fibrillation arrest with resuscitation and profound shock persisting to the point of no vital signs. The patient expired on (B)(6) 2020.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to remove the catheter from the patient. The catheter was cut, but the balloon was still intact. The catheter still could not be removed from the patient. It was also reported that the patient expired, not due to the foley catheter. The catheter was removed after the patient expired. The cause of death was unknown. Per additional information received from the complainant on 19jun2020 via email, the cause of death listed in the medical record was acute renal failure with hyperkalemia, a probable tumor lysis syndrome with packed liver (unable to obtain a tissue diagnosis, but likely adenocarcinoma versus lymphoma, transaminase elevation, persisting metabolic acidosis, continuous renal replacement therapy, ventricular fibrillation arrest with resuscitation and profound shock persisting to the point of no vital signs. The patient expired on (B)(6) 2020.